Manufacturer narrative:
Details of complaint: the customer reported a noisy ECG on this unit. The issue was discovered during setup. The unit was not in patient use at the time. Investigation summary: evaluation of the returned device showed that the reported issue could not be duplicated. The unit was tested for 24 hours and it operated as per the manufacturer's specifications. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow up, what type? H3 device evaluated by manufacturer? H11 additional manufacturer narrative.

Event description:
The customer reported a noisy ECG on this unit. The unit was not in patient use at the time.

Event description:
The customer reported a noisy ECG on this unit. The unit was not in patient use at the time.

Manufacturer narrative:
The customer reported a noisy ECG on this unit. The issue was discovered during setup. The unit was not in patient use at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.